Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the one touch profile meter is having a power issue (unit powers off during use). This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The power issue began longer than a month ago prior to contacting lfs. It is not known if the patient was able to obtain any blood glucose readings during the time period in question. At an unspecified date and time after the reported issue began, the patient developed symptoms described as "low glucose, blurry vision, sweats, nauseated, and dizziness." The patient did not report of receiving any medical intervention and did not take any action in regards to diabetes treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The power issue was not resolved with training. This complaint is being reported because the patient claimed that she developed symptoms that can be suggestive of hypoglycemia after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.